Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen timed out sooner than expected and was intermittently unresponsive. Customer's blood glucose was not impacted. The customer continued using the pump for insulin therapy.